Manufacturer narrative:
User facility was using the incorrect footboard with the device. Both the footboard and bed performed to specification. If the user did not see the visual indicators and had tried to arm the bed exit system, it would not work properly because of the incompatibility between the footboard and bed.

Event description:
It was reported by service report that the bed exit alarm will not disarm. No adverse consequences have been reported.